Event description:
The user received questionable total bilirubin special (total bilirubin) results for samples from one patient. The initial result from the plasma sample was 3.5 mg/dl with a data flag and was reported outside the laboratory. The physician did not believe the result. The user then tested a serum sample which was drawn at the same time as plasma sample. The result was 0.2 mg/dl. This result compared well to the patient previous serum results and the corrected result was relayed to the physician. The user repeated testing on both the plasma and the serum samples. The result from the plasma sample was 4.0 mg/dl with a data flag and the result from the serum sample was 0.3 mg/dl. The patient was redrawn and the laboratory obtained a new plasma tube and a new serum tube. The plasma sample result was 3.5 mg/dl with a data flag and the serum sample results were 0.2 and 0.3 mg/dl. The original plasma and serum samples were sent to another laboratory and were tested on (B)(6) 2011 with total bilirubin reagent lot number 644614-01 with an expiration date of 08/31/2012. On cobas c501 serial number (B)(4), the result from the plasma sample was 1.4 mg/dl and the result from the serum sample was 0.2 mg/dl. On cobas c501 serial number (B)(4), the result from the plasma sample was 1.0 mg/dl and the result from the serum sample was 0.2 mg/dl. The patient was not adversely affected. The total bilirubin reagent lot number on the original analyzer was 64928201 with an expiration date of 11/30/2012. The user declined a service visit as the physician believed the issue was sample related.

Manufacturer narrative:
A specific root cause could not be determined. The issue was most likely due to the assay's sensitivity to heparin interference, especially in tubes that are not completely filled. Product labeling describes this sensitivity. There was no further evidence of a malfunction of the reagent or application. No additional information was provided for further investigation. No adverse event was reported.